Event description:
It was reported that a spectrum pump was alarming for a system error 105. There was no pt injury reported. It is unk when or where this event occurred. This did not occur at or before first clinical use.

Manufacturer narrative:
MFR ref no.: (B)(4). The pump was rec'd and evaluated at baxter. The unit was rec'd inoperable due to a system error 105, confirming the reported symptom of "device is alarming system error 105." This was caused by a failed motor. As a result, the motor assembly was replaced.